Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer expressed some concern around the absence of ridges where the stopper plugged in to the bulb. Their current product had ridges that help the stopper to stay in place. Customer had some issues with a few of their drains that they had converted from cardinal to bard. Physicians were concerned about the bard wound drain not being tapered and they were having issues with it staying in correctly. The bard item numbers that customer experienced issues with were (pcn#072227, pcn#072229 and pcn#072230). The top one was the 10f customer had changed to; the bottom one was a 15f of the kind they used to stock in 10f. There was a knuckle or bumper which restricted the drain from moving but the 10f did not have that bumper and actually got smaller, which clarified why it would slide out of place (pcn#072227).

Manufacturer narrative:
The reported event was inconclusive. The conditions of the sample did not allow further evaluation. Visual evaluation of the returned one-photo sample noted one opened (without original packaging), used wound drain. Visual inspection of the one-photo sample noted unable to confirm the condition of the affected wound drain due to only photo provided for investigation. Further functional testing could not be performed if only based on the attached photo. Therefore, the reported event is inconclusive due to poor sample condition. Instructions for use were reviewed for this investigation. The labeling is found to be adequate. The device history record review could not be performed without a lot number. Based on the results of the investigation, no additional actions are required at this time. Corrections: d, f, g, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that customer expressed some concern around the absence of ridges where the stopper plugged in to the bulb. Their current product had ridges that help the stopper to stay in place. Customer had some issues with a few of their drains that they had converted from cardinal to bard. Physicians were concerned about the bard wound drain not being tapered and they were having issues with it staying in correctly. The bard item numbers that customer experienced issues with were (pcn#: 072227, pcn#: 072229 and pcn#: 072230). The top one was the 10f customer had changed to; the bottom one was a 15f of the kind they used to stock in 10f. There was a knuckle or bumper which restricted the drain from moving but the 10f did not have that bumper and actually got smaller, which clarified why it would slide out of place (pcn#: 072227).